Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that some of the buttons on the device were not working. The customer tried replacing the button panel but the issue remained. There was no patient involvement.

Event description:
It was reported to philips that some of the buttons on the device were not working. The customer tried replacing the button panel but the issue remained. There was no patient involvement.